Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain and chronic low back pain. No drug information was provided. It was reported interrogation of the pump logs on (B)(6) 2017 showed a motor stall occurred on (B)(6) 2016 at 8:35am and recovered that same day at 9:21am. The representative assumed the office possibly had no idea about it or the patient had a magnetic resonance imaging (MRI), and it recovered. The limited time of the stall led the representative to believe that. It was unknown what symptoms the patient experienced related to the motor stall. It was unknown what actions/interventions were taken to resolve the motor stall.